Event description:
It was reported that the procedure performed was to treat a heavily calcified, mildly tortuous dorsalis pedis artery. A hi-torque command guidewire was removed from the patient and backloaded into the 2.0x20mm armada 14 balloon dilatation catheter (bdc); however, the guidewire became stuck. The guide wire could not advance forward nor backwards and both devices were removed together as a single unit through the sheath. A bow on the distal tip and shaft of the armada bdc was observed. The procedure was aborted. There was no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that a balloon dilatation catheter (bdc) encountered resistance during advancement and removal over the reported guide wire. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. In this case, it was reported that a bow was observed on the distal end. It is possible that the bow contributed to the reported resistance; however, because the device was not returned, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequently, it was noted that the tip of the armada 14 balloon dilatation catheter was separated during the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance and difficult to remove could not be tested due to the device condition. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that a balloon dilatation catheter (bdc) encountered resistance during advancement and removal over the reported guide wire. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. In this case, analysis of the returned wire noted bends on the proximal end. It is possible that the wire sustained damage during use, contributing to the reported resistance; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 correction: device available for evaluation updated from no to yes. H6 correction: type of investigation 4115 removed. H6 correction: investigation findings code 3221 removed.